Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the pump was returned to the manufacturer and investigation completed on 23-feb-2018 with the following findings: review of the pump history revealed the last basal delivery was recorded as (B)(6) 2018. The last bolus delivery was recorded as a 13.95-unit ez-carb normal bolus on (B)(6) 2018 at 15:12. The black box data revealed the pump was manually suspended on (B)(6) 2018 at 23:57 and then manually resumed on (B)(6) 2018 at 00:29. On (B)(6) 2018 at 09:21 and 16:33 warnings were recorded for ¿basal edit not saved¿, indicating the user attempted to edit the basal rate, but did not select the save function. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No errors, alarms, warnings or delivery interruptions occurred during testing. Investigation did not duplicate the complaint and the pump was found to be operating as programmed..

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 444 mg/dl with nausea, vomiting, urinary ketones and abdominal pain. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate delivery issue. The patient was not using advanced features of the insulin pump at the time of the alleged adverse event. The patient reportedly discontinue insulin pump therapy. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.